Event description:
A powerglide catheter was placed in patient in (B)(6)l for i.v. Therapy. Patient returned 6 days later complaining of pain in her arm. An x-ray was performed and the tip of the powerglide was found to be in her arm. The tip was removed.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.